Event description:
Patient was being lifted from the bed to the chair with the ceiling lift and green sling. While the patient was in the air, there was loud popping coming from the sling. The patient was immediately lowered, and the sling was removed. Some stitches in the fabric appeared to be broken. The sling used was rated for up to 440lb. No patient harm, no damage to lift equipment. Grabbed new sling and it worked as expected. Manufacturer response for sling, solo highback sling (per site reporter). This was reported to the vendor on friday, 10/20/2023. On monday 10/23/2023 the po # that the sling was purchased was sent to the vendor along with a request that they send a call tag for the review of the product. The vendor has not replied back. The vendor was emailed again today 10/26/2023 and they have not yet replied back.